Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva tpn bag was leaking from an unspecified location. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.